Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the power supply shuts off after a while. It was also noted that the fan was noisy. The paper was depleted. The release pin of the personal computer memory card international association card are missing. The cord bay was broken. The radiofrequency (rf) head anti slip layer was ripped off and the cable was damaged with shielding visible and cores twisted. Errors were identified in the software log. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.